Event description:
Per the clinic, the patient experienced an infection at abutment site and was treated with oral and topical antibiotics (specific date and duration not reported), topical steroid (specific date and duration not reported) and underwent skin revision surgery using silver nitrate on (B)(6)2023. Additional information has been requested but has not been made available as of the date of this report.